Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on a left eye, three days post bilateral lasik surgery. Reporter stated that the pt complained of foggy vision, and slit lamp exam confirmed diagnosis. Steroid medication was changed, and the frequency was increased. Reporter mentioned that the pt stated having slept most of the day, after treatment, and didn't get any of the medications instilled until the next morning. Upon f/u, reporter stated that the pt's symptoms resolved with treatment and the uncorrected acuity was 20/15. This report references the pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).